Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. Discrepancy noted in insertion date: (B)(6) 2010, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received: patient demography and lab data was added. Previously added event ¿injury¿ was replaced with events ¿ device migration, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), weight gain". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device : endometrium of uterus ,'), embedded device ('embedded within the right fimbriated fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), adnexa uteri cyst ("bilateral paratubal cysts") and device dislocation ("device dislocation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), ablation and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, endometritis, menorrhagia, pelvic pain, abdominal pain, weight increased, vaginal haemorrhage, dyspareunia, dysmenorrhoea and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometritis, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. Discrepancy noted in insertion date:(B)(6) 2010, (B)(6) 2013. Date(s) of removal:((B)(6) 2018) (B)(6) 2018, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: bilateral occlusion. Ultrasound scan - on an unknown date: one coil came out vaginally. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs received. Lot number added. New events embedded within the right fimbriae fallopian tube (embedment and dislocation,dysmenorrhea 'endometritis, vaginal bleeding and dyspareunia' were added. The previously reported event 'migration' was updated to 'partial expulsion of device and embedment of essure device in endometrium ( uterine perforation) . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device : endometrium of uterus ,'), embedded device ('embedded within the right fimbriated fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), adnexa uteri cyst ("bilateral paratubal cysts") and device dislocation ("device dislocation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), ablation and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, endometritis, menorrhagia, pelvic pain, abdominal pain, weight increased, vaginal haemorrhage, dyspareunia, dysmenorrhoea and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometritis, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. Discrepancy noted in insertion date: (B)(6) 2010, (B)(6) 2013. Date(s) of removal: ((B)(6) 2018) (B)(6) 2018, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: bilateral occlusion. Ultrasound scan - on an unknown date: one coil came out vaginally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.